Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas on behalf of her son (the patient) alleging that keypad up and down button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2012. The keypad was fully intact with no peeling or damage observed. The contrast, "up and down" keys were unresponsive. The ok key was responsive to user input and had good springback. The keypad was removed to investigate. There was visible contamination under the key contacts. The battery cap was not returned with the pump. No damage was observed to the battery compartment.